Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5102538) on 02-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('persistent pain on left side') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), mood swings ("mood swings"), hot flush ("hot flashes"), arthralgia ("hip pain"), tooth loss ("losing teeth"), visual impairment ("vision worsened"), depression ("depression"), insomnia ("trouble sleeping"), sciatica ("pain on left butt cheek feels like sciatica pain") and musculoskeletal pain ("pain on left butt cheek feels like sciatica pain along with chronic pain"). At the time of the report, the pelvic pain, mood swings, hot flush, arthralgia, tooth loss, visual impairment, depression, insomnia, sciatica and musculoskeletal pain outcome was unknown. The reporter considered arthralgia, depression, hot flush, insomnia, mood swings, musculoskeletal pain, pelvic pain, sciatica, tooth loss and visual impairment to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5102538) on 02-aug-2021. The most recent information was received on 13-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('persistent pain on left side') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), mood swings ("mood swings"), hot flush ("hot flashes"), arthralgia ("hip pain"), tooth loss ("losing teeth"), visual impairment ("vision worsened"), depression ("depression"), insomnia ("trouble sleeping"), sciatica ("pain on left butt cheek feels like sciatica pain") and musculoskeletal pain ("pain on left butt cheek feels like sciatica pain along with chronic pain"). At the time of the report, the pelvic pain, mood swings, hot flush, arthralgia, tooth loss, visual impairment, depression, insomnia, sciatica and musculoskeletal pain outcome was unknown. The reporter considered arthralgia, depression, hot flush, insomnia, mood swings, musculoskeletal pain, pelvic pain, sciatica, tooth loss and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.